Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this 20mm pulmonary valved conduit, it was reported that the glass storage tube containing the conduit was observed to have cracked and all fluids drained upon opening the box. It was noted that a portion of the glass storage tube had broken off. It was stated that the surrounding area where the box was kept showed no signs of wetness. It was also stated that there were no signs of packaging wetness or damage and damage was only discovered upon opening the package. No patient involvement was reported.